Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient consumed food in an effort to raise what they thought was low glucose levels based off of a cgm reading of 3.4 mmol/l. However, it became apparent afterwards that the cgm reading displayed was inaccurate as the patient soon became dizzy with a blood glucose meter reading of 20.0 mmol/l. The patient's parent then took the patient to a hospital where she was treated with insulin and released after a few hours. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.